Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4)-incomplete. The expiration date is not currently available. Associated medwatch: 1221934-2018-50482.

Event description:
During a ac decompression (arthroscopic) the surgeon wanted to release tissue around ac joint. The tip of the vapr got clogged with tissue, almost immediately after opening. The surgeon used the vapr for a few minutes. They had to open a new one. Scop. Ac decompression/ ac nettoyage (B)(6) 2018. The tip of the vapr got clogged with tissue, almost immediately after opening. The surgery took a little longer because they had to open a new one.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the functional testing performed on the returned devices confirmed that both electrodes were blocked with tissue. The blockage with device 1 was at the distal tip of the device. This was confirmed when the distal portion was removed and a satisfactory flow rate obtained. The blockage could not be removed by activation or cleaning. Device 2 blockage was removed by a combination activating the device and cleaning. Once the blockage was removed an in specification flow rate was recorded. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The complaint can be confirmed and a definitive root cause cannot be determined. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2018-50482.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4). The expiration date is not currently available. Associated medwatch: 1221934-2018-50482.